Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was in pain and had increased pain over the last month. The patient was admitted to the hospital. It was believed the patient's pain and edema was related to her cancer diagnosis and chemotherapy treatment though the healthcare professional (hcp) was unsure of the exact cause. The device system was used to deliver clonidine, bupivacaine, and morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot # d10026, implanted: (B)(6) 2011, product type accessory.